Event description:
It was reported that interrogation of the pulse generator resulted in the message -diagnostics cleared due to invalid data-. After clearing the diagnostics, normal device function resumed.